Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) unit have a helium gas leak.

Manufacturer narrative:
Due to character limitation, e1 (event site address): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4,e1 event site telephone, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: b3, b5, e1 initial reporter name, h6 health clinical effect and impact code a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the special seal. All functional and safety checks were performed to meet factory specifications.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) unit have a helium gas leak. The sound of gas leaking was heard. No harm.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: b3, event site city, event site telephone.